Manufacturer narrative:
(B)(4). This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(6) 2013, from a husband reporting for his (B)(6)-year-old wife from the united states. The consumer did not have any known medical history and was not taking any concomitant medications. On (B)(6) 2013, the consumer used o.b non-applicator tampons, vaginally, one tampon, once for feminine hygiene (lot number, expiration date unspecified). On the same day, while removing the tampon out, the string of the tampon broke and the tampon was left inside her body. She tried to take the tampon out with her finger but she failed. On the same day, she visited the hospital and the tampon was removed at the emergency room. The device was not used further. She had used this brand in the past without any issues. This report was assessed as serious (required ER intervention) and the company causality was assessed as related. This report was considered a reportable malfunction case in the united states.

Manufacturer narrative:
The date of this submission is 26-nov-2013. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(6) 2013 from a husband reporting for his (B)(6) caucasian wife from the (B)(6). The consumer did not have any known medical history and was not taking any concomitant medications. On (B)(6) 2013, the consumer used o.b non-applicator tampons, vaginally, one tampon, once for feminine hygiene (lot number, expiration date unspecified). On the same day, while removing the tampon out, the string of the tampon broke and the tampon was left inside her body. She tried to take the tampon out with her finger but she failed. On the same day, she visited the hospital and the tampon was removed at the emergency room. The device was not used further. She had used this brand in the past without any issues. This report was assessed as serious (required ER intervention) and the company causality was assessed as related. This report was considered a reportable malfunction case in the (B)(6). Additional information received on 08-nov-2013: the consumer did not provide a lot number with the complaint. The sample was not received as of 25-oct-2013. Based on the information available, this device was used as intended for treatment. A review of the trending data revealed no adverse trends. The analyst performed a review of product related issue and no changes related to this complaint were made. Based on the results of the evaluation/investigation and the non-return of the field sample, the reported defect was undetermined. Complaint trends would continue to be monitored. This report remains serious. This report remains reportable malfunction case in the (B)(6).

Manufacturer narrative:
The date of this submission is (B)(4) 2013. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(6) 2013 from a husband reporting for his (B)(6)-year-old wife from the united states. The consumer did not have any known medical history and was not taking any concomitant medications. On (B)(6) 2013, the consumer used o.b non-applicator tampons, vaginally, one tampon, once for feminine hygiene (lot number, expiration date unspecified). On the same day, while removing the tampon out, the string of the tampon broke and the tampon was left inside her body. She tried to take the tampon out with her finger but she failed. On the same day, she visited the hospital and the tampon was removed at the emergency room. The device was not used further. She had used this brand in the past without any issues. This report was assessed as serious (required ER intervention) and the company causality was assessed as related. This report was considered a reportable malfunction case in the united states. Additional information received on (B)(6) 2013: the consumer did not provide a lot number with the complaint. The sample was not received as of (B)(4) 2013. Based on the information available, this device was used as intended for treatment. A review of the trending data revealed no adverse trends. The analyst performed a review of product related issue and no changes related to this complaint were made. Based on the results of the evaluation/investigation and the non-return of the field sample, the reported defect was undetermined. Complaint trends would continue to be monitored. This report remains serious. This report remains reportable malfunction case in the united states. Additional information received on (B)(6) 2013: the consumer visited an emergency room on (B)(6) 2013 and was diagnosed with a foreign body in her vagina. She was advised to return immediately to the emergency room for any worsening of symptoms. She did not consult a health care professional after her first visit in an emergency room. On the same day, the event resolved. This report remains serious. This report remains reportable malfunction case in the united states.